Event description:
Per the territory manager the disk burnt in two and now the machine will not power up. The issue was noted after use. No injury or reaction noted.

Manufacturer narrative:
Per the territory manager the disk burnt in two and now the machine will not power up. The issue was noted after use. No injury or reaction noted. Eval confirmed there was a blood spill in the machine. Device was decontaminated and parts replaced accordingly. Machine is ready for use. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under 21 usc 360i (f). (B)(4).